Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. No product has been returned for evaluation. If the product is returned at a later date, an evaluation of the product will take place. The root cause of the original complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted successfully into the patient's left femoral artery via a sheath. The patient was moved to the intensive care unit (ICU). After approximately eight hours of intra-aortic balloon pump (iabp) therapy the pump alarmed helium loss and blood was noticed in the helium line. The iab was removed. The patient was scheduled for a CABG (coronary artery bypass graft) and was taken from the ICU to surgery after the iab was removed. A second iab was not needed. There was no reported patient death, injury or complications. Medical / surgical intervention was not required due to the iab rupture. There was an interruption in iabp therapy; however, because the patient was scheduled for the CABG there were no reported issues due to the iab removal. The patient outcome is that patient is okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted successfully into the patient's left femoral artery via a sheath. The patient was moved to the intensive care unit (ICU). After approximately eight hours of intra-aortic balloon pump (iabp) therapy the pump alarmed helium loss and blood was noticed in the helium line. The iab was removed. The patient was scheduled for a CABG (coronary artery bypass graft) and was taken from the ICU to surgery after the iab was removed. A second iab was not needed. There was no reported patient death, injury or complications. Medical / surgical intervention was not required due to the iab rupture. There was an interruption in iabp therapy; however, because the patient was scheduled for the CABG there were no reported issues due to the iab removal. The patient outcome is that patient is okay.